Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead: (B)(6) 2008. (B)(4).

Event description:
It was later reported that the device was explanted and replaced due to battery depletion. The physician expressed dissatisfaction with the longevity of this device of approximately 5 years and also noted that the patient did not have any high voltage therapies delivered and was essentially atrial sense / ventricular sense (as/vs) throughout the life of this device.

Event description:
It was reported that the device is not meeting the longevity expectations. The device will be replaced when recommended replacement time (rrt) is reached. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4): the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The projected longevity equals 55%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.